Event description:
On (B)(4) 2011, at 22:45, during an urgent debridement and wash out of a cervical laminectomy wound, a loud noise was heard. Fire was noted on the floor at the base of the operating room table, a skytron 3501b. The oxygen to the room was immediately shut off, and the fire department was called. The staff extinguished the fire. The patient was repositioned on a stretcher with an ambu bag in place and connected to external oxygen. He was immediately transferred to another operating room where the case resumed and was completed at 00:24. The involved operating room was closed pending inspection by engineering and the fire department of (B)(6). It was reopened on the afternoon of (B)(6) 2011. The operating room table has been sequestered pending exam by ecri. In addition, a report to the FDA regarding the involved equipment will be made. Post operatively the patient is in stable condition.